Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to lcd board. No audio/beep anomaly noted. We were unable to confirm alarm and unable to perform any tests due to blank display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly, alarmed watchdog timeout and a blank display. The customer was assisted with blank display troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was neither bumped nor dropped. Troubleshooting did not resolve the issue and display did not return. Troubleshooting for audio anomaly and alarm was not performed due to unresolved blank display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.